Event description:
Hcp reported "the pump was removed due to a suspected failure". And the device was explanted returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.